Event description:
As reported, this patient¿s poly was exchanged due to wear. Patient¿s knee was infected, and a poly and patella revision was performed due to the porous nature of the material. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The devices are not available for evaluation as they were disposed by the hospital. Per sales rep. ¿kindly note we have no records of the index surgery date or the serial numbers of what the patient had¿ no additional information.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may be the result of prosthesis wear and infection. The reported prosthesis wear cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.